Event description:
It was reported that the tip of the drill fractured while doing the last drill hole. The broken piece was located and no foreign bodies were retained; no pieces fell into the patient. The surgical technique was utilized. There was no surgical delay. Another device was not needed to complete the surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: canada. H6: mechanical (g04) - drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. Visual examination of the returned product shows signs of prior use, including gouges and burrs. The tip is fractured, and a portion of it is missing. Not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.